Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, balloon entrapment and balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). Device not returned

Event description:
It was reported that during an angioplasty procedure in the right internal jugular vein, the pta balloon allegedly ruptured at nominal pressure. It was further reported that the balloon allegedly detached into segments and were left in the portal vein. Further, the balloon adhered to the vessel with a gore stent to prevent it from migrating. Reportedly, the device was difficult to retrieve from the patient which required additional intervention. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 12/2024. Device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that the balloon allegedly displaced into patient and could not be retrieved. The current status of the patient is unknown.